Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 40% stenosed lesion in the left superior femoral artery (sfa). A 4.5x150mm supera peripheral self-expanding stent system (sess) was advanced to the target lesion and thought to be fully deployed in the vessel, however the stent was inadvertently pulled back into sheath and became stuck there. The delivery system, including the stent, was removed, and an unspecified stent was implanted to successfully complete the procedure without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. It was noted that the sheath was pinched in multiple locations sporadically, on its entire length. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that interactions with the moderately calcified, mildly tortuous and 40% stenosed anatomy resulted in the ratchet being unable to properly engage and fully release the stent from the delivery system; thus resulting in reported activation/ deployment failure. Interaction and/or manipulation of the device likely resulted in the noted pinched sheath in multiple locations sporadically on its entire length which likely contributed to the reported activation/ deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.